Event description:
It was reported that "the pump installed on 15/08 in the morning was completely off on 16/08. There was product left in the cassette. Patient (according to idel no cognitive impairment): assure that they did not hear any alarm from the pump and did not handle it. Patient claims not to have seen an elbow in the tubing". There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.